Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the cathlab report provided was reviewed. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Microscopic inspection of entire device revealed no damage or irregularity. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the information provided, the lesion could only be crossed by utilization of an extension catheter. The reported difficulty in lesion crossing is thus most likely related to the patients anatomy.

Event description:
The pantera leo coronary balloon catheter was selected for treatment of a lesion with a 99 percent occlusive thrombus at proximal to mid rca. It was attempted to advance the device, but the lesion could not be crossed. The pantera leo was removed, and another device was used to complete the intervention successfully.

Manufacturer narrative:
(B)(6) 2024 the lesion was pre-dilated. The final stents could cross the lesion by use of a guideplus ii extension catheter. The final angiogram showed a good result with timi 3 flow. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the cathlab report provided was reviewed. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Microscopic inspection of entire device revealed no damage or irregularity. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the information provided, the lesion could only be crossed by utilization of an extension catheter. The reported difficulty in lesion crossing is thus most likely related to the patients anatomy.